Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump did not stop when the pump cover is lifted. The issue was identified after a procedure. There was no report of patient injury.

Manufacturer narrative:
Based on the current level of information the reported issue was due to a cover sensor defect not triggering any alarm which in this specific case had no direct impact on the perfusion of the patient and on pump functionality. A cover stop is mostly induced by the user who has total visibility of pump condition. If the cover alarm is missing due to cover sensor defect, the pump cannot stop. However, this situation can be always detected by the user while opening the cover and easily solved by stopping the pump through the speed control knob. Based on the above, the reported issue is not likely to contribute to serious injury or death and has been re-assessed as non reportable.

Event description:
See initial report.